Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of one of three access sites in the right common femoral vein using two prostyle devices after an interventional pulmonary vein isolation (pvi) ablation procedure with an 8.5f (upper-most site), a 7f and an 8.5f sheath (lower 2 sites). Reportedly, with both devices that were deployed in the upper-most access site, significant resistance was felt upon removal as the device was entangled with the sheaths in the two lower sites. Both devices were withdrawn from the anatomy and a third, new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.